Event description:
At aprox 4:21 am on 3/20/96, the pt was found in her hosp room with her upper torso leaning on the bed and her legs touching the floor. Her head was wedged between the airbed mattress and the bedrail. A code blue was alarmed and cardiopulmonary resuscitation was instituted and was unsuccessful. The pt was pronounced dead at 4:30 am on 3/20/96. After the incident, the airbed was inspected by co and found to be in sound condition. An autopsy was performed and the coroner found that a contributing factor was traumatic asphyxia and chronic obstructive pulmonary emphysema.